Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilled. The following information was provided by the initial reporter: "insufficient vacuum customer complaint about insufficient vacuum for 2 blue tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilled. The following information was provided by the initial reporter: "insufficient vacuum, customer complaint about insufficient vacuum for 2 blue tubes."